Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Internal file number - 250933/1-1 evaluation summary: the complaint device was returned for analysis. The reported stent dislodgement was confirmed. The reported difficulty positioning with the guide catheter could not be replicated in a testing environment as the returned device was not returned in a condition in which the test could be performed. Based on the analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other incidents for difficulty positioning with the guide catheter or stent dislodgement reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a proximal right coronary artery. A non-abbott guide wire was advanced to the lesion and a 4.5 x 18 mm ultra stent delivery system (sds) was advanced over the guide wire; however, when the sds entered the guiding catheter, the stent dislodged. The devices were removed as a single unit. The procedure was successfully completed with a 4.0 x 15 mm non-abbott balloon catheter. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.